Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one of the essure micro-inserts had embedded in her uterus"), device expulsion ("one of the essure micro-inserts had migrated in her uterus/migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 30-year-old female patient (gravida 4, para 3) who had essure (batch no. 628906-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2008) and uterine bleeding. Concurrent conditions included headache, body mass index normal, anemia, gardnerella vaginalis test positive, menometrorrhagia and smoker. Concomitant products included ibuprofen (motrin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) with hemorrhage in pregnancy, dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), back pain ("lower back pain"), arthralgia ("hip pain event not menstruating"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), decreased appetite ("loss of appetite"), fatigue ("chronic fatigue/fatigue"), weight increased ("weight fluctuations/weight gain/loss"), uterine scar ("scar tissues in uterus"), migraine ("migraines") and uterine pain ("uterine pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy supracervical hysterectomy (uterus only)) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, back pain, arthralgia, dysgeusia, headache, decreased appetite, weight increased, uterine scar, migraine and uterine pain had not resolved, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the fatigue was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, back pain, decreased appetite, device expulsion, dysgeusia, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, pregnancy with contraceptive device, uterine pain, uterine scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion dates. Earlier (B)(6) 2009 & now from mr(insertion procedure)18- aug 2008 was updated. Grasped with tenaculum hysteroscopy inserted ostia visualized essure device loaded and introduced into left tube 7 coils trailing into uterus. Second essure loaded and easily introduced into right tube.2 coils trailing into uterus. Hysteroscope removed. As soon as the plaintiff revealed that she was having a miscarriage. The very next day she underwent a dilation and curettage procedure. Plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Anticipated or scheduled date for essure removal was (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. (B)(6) 2008:essure-blocking of both fallopian tubes in (B)(6) 20111 - urine test revealed that patient was pregnant. Ultrasound scan confirmed that patient was pregnant and further revealed that one of the essure micro-inserts had migrated and was embedded in her uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one of the essure micro-inserts had embedded in her uterus"), device expulsion ("one of the essure micro-inserts had migrated in her uterus/migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 30-year-old female patient (gravida 4, para 3) who had essure (batch no. 628906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (B)(6) 2000, (B)(6) 2001, (B)(6) 2008) and uterine bleeding. Concurrent conditions included headache, body mass index normal, anemia, gardnerella vaginalis test positive, menometrorrhagia and smoker. Concomitant products included ibuprofen (motrin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy, dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), back pain ("lower back pain"), arthralgia ("hip pain event not menstruating"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), decreased appetite ("loss of appetite"), fatigue ("chronic fatigue/fatigue"), weight increased ("weight fluctuations/weight gain/loss"), uterine scar ("scar tissues in uterus"), migraine ("migraines") and uterine pain ("uterine pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy supracervical hysterectomy (uterus only)) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, back pain, arthralgia, dysgeusia, headache, decreased appetite, weight increased, uterine scar, migraine and uterine pain had not resolved, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the fatigue was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, back pain, decreased appetite, device expulsion, dysgeusia, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, pregnancy with contraceptive device, uterine pain, uterine scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion dates. Earlier (B)(6) 2009 & now from mr(insertion procedure) (B)(6) 2008 was updated. Grasped with tenaculum hysteroscopy inserted ostia visualized essure device loaded and introduced into left tube 7 coils trailing into uterus. Second essure loaded and easily introduced into right tube 2 coils trailing into uterus. Hysteroscope removed. As soon as the plaintiff revealed that she was having a miscarriage. The very next day she underwent a dilation and curettage procedure. Plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Anticipated or scheduled date for essure removal was (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. (B)(6) 2008:essure-blocking of both fallopian tubes in (B)(6) 20111 - urine test revealed that patient was pregnant. Ultrasound scan confirmed that patient was pregnant and further revealed that one of the essure micro-inserts had migrated and was embedded in her uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- pt of weight fluctuations updated to weight gain, outcome of fatigue updated to recovering / resolving, outcome of menorrhagia, vaginal haemorrhage updated to recovered / resolved, concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one of the essure micro-inserts had embedded in her uterus"), device expulsion ("one of the essure micro-inserts had migrated in her uterus/migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 30-year-old female patient (gravida 4, para 3) who had essure (batch no. 628906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2008), uterine bleeding and whiff test-positive. Concurrent conditions included headache, body mass index normal, anemia, gardnerella vaginalis test positive, menometrorrhagia and smoker. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy, dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), back pain ("lower back pain"), arthralgia ("hip pain event not menstruating"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), decreased appetite ("loss of appetite"), fatigue ("chronic fatigue/fatigue"), weight fluctuation ("weight fluctuations/weight gain/loss"), uterine scar ("scar tissues in uterus"), migraine ("migraines") and uterine pain ("uterine pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy) and surgery (partial hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, back pain, arthralgia, menorrhagia, dysgeusia, headache, decreased appetite, fatigue, weight fluctuation, uterine scar, vaginal haemorrhage, migraine and uterine pain had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, back pain, decreased appetite, device expulsion, dysgeusia, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, pregnancy with contraceptive device, uterine pain, uterine scar, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure insertion dates. Earlier (B)(6) 2009 & now from mr(insertion procedure) (B)(6) 2008 was updated. Grasped with tenaculum hysteroscopy inserted ostia visualized essure device loaded and introduced into left tube 7 coils trailing into uterus. Second essure loaded and easily introduced into right tube. 2 coils trailing into uterus. Hysteroscope removed. As soon as the plaintiff revealed that she was having a miscarriage. The very next day she underwent a dilation and curettage procedure. Plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Anticipated or scheduled date for essure removal was (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. (B)(6) 2008: essure-blocking of both fallopian tubes. In (B)(6) 2011 - urine test revealed that patient was pregnant. Ultrasound scan confirmed that patient was pregnant and further revealed that one of the essure micro-inserts had migrated and was embedded in her uterus. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Lot number added. Concomitant & historical conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one of the essure micro-inserts had embedded in her uterus"), device expulsion ("one of the essure micro-inserts had migrated in her uterus/migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2008). Concurrent conditions included headache, body mass index normal and anemia. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy, dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), back pain ("lower back pain"), arthralgia ("hip pain event not menstruating"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), decreased appetite ("loss of appetite"), fatigue ("chronic fatigue/fatigue"), weight fluctuation ("weight fluctuations/weight gain/loss"), uterine scar ("scar tissues in uterus"), migraine ("migraines") and uterine pain ("uterine pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy) and surgery (partial hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, back pain, arthralgia, menorrhagia, dysgeusia, headache, decreased appetite, fatigue, weight fluctuation, uterine scar, vaginal haemorrhage, migraine and uterine pain had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, back pain, decreased appetite, device expulsion, dysgeusia, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, pregnancy with contraceptive device, uterine pain, uterine scar, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: as soon as the plaintiff revealed that she was having a miscarriage. The very next day she underwent a dilation and curettage procedure. Plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, patient continues to suffer from the symptoms. Anticipated or scheduled date for essure removal was (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. In (B)(6) 2011 - urine test revealed that patient was pregnant. Ultrasound scan confirmed that patient was pregnant and further revealed that one of the essure micro-inserts had migrated and was embedded in her uterus. Most recent follow-up information incorporated above includes: on 28-feb-2018: new events added- scar tissues in uterus, abnormal bleeding (vaginal, menorrhagia), migraines, uterine pain and did not undergo essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.